Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: - did the needle piece fall into the patient? - no if yes, ¿ was the needle piece(s) retrieved during the same procedure? - yes ¿ were x-rays taken to locate the needle piece(s)? - no ¿ what measures were taken to retrieve the broken piece? - it was visible to the eye.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2025 and barbed suture was used. During the procedure, suture code sxpp2b405 - needle tip broke off during suturing. No adverse patient consequences were reported. Additional information was requested.